Manufacturer narrative:
Lot number - 18a007, 18c003, 18d004, 18f003, 18g016. Three (3) single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the three devices was found to be within specification. The reported condition was not verified. The devices were found to be conforming product. One photograph of the sample was provided for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. The reported flow issue could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of any of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 14 malfunction events. It was reported that fourteen (14) large volume infusors had flow issues during infusion. Three of the devices over infused, and eleven devices under infused. The events each involved a patient with no patient consequences. No additional information is available.

Manufacturer narrative:
This report summarizes <noe> 15 </noe> malfunction events. It was reported that fifteen (15) large volume infusors had flow issues during infusion. Three of the devices overinfused, and twelve devices underinfused. The events each involved a patient with no patient consequences. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.